Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch verioiq meter displayed inaccurately low readings compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the meter started reading inaccurately low on the afternoon of (B)(6) 2015, although no results were provided for this time. The patient manages his diabetes with insulin (self-adjuster). He reported that on (B)(6) 2015, at 11:00pm, he ¿skipped normal dose of insulin due to having what he thought was a normal reading. He reported that a couple of hours after [the] test, he developed symptoms of ¿vomiting [and] diarrhea¿. He reported that he was taken to the emergency room, where he received treatment of ¿20 iu's ph insulin¿ from a healthcare professional at 11:00pm on (B)(6) 2015 following a result in the ¿500s mg/dl¿ on a laboratory device. He also reported that he obtained alleged inaccurately low blood glucose results of ¿110 and 120 mg/dl¿ ¿around midnight on (B)(6) 2015¿. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the patient¿s test strips had been stored correctly. The cca walked the patient through a control solution test and the result fell outside the range expected. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained inaccurate low readings on the subject meter and reportedly developed symptoms suggestive of severe hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.